Manufacturer narrative:
Pump was received with broken off end cap, severely cracked and bleeding lcd glass. Unable to perform the functional test including the currents test, self test, restart error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests due to lcd glass anomaly. Pump had corroded motor home switch. No crack on display window corner noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has cracks around the display window. The customer's blood glucose reading was unknown at the time of incident.